Event description:
It was reported that one day post a dialysis catheter placement, the device allegedly aspirated air bubbles from both the central venous catheters, inside the patient. Reportedly, both the lumens were clamped, and the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 06/2025) . Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. : device pending return.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm hemostar d/l catheter was returned for evaluation. Visual, tactile and functional testing were performed. Both lumens were patent to both infusion and aspiration. No leaks were observed during tests. Small bubbles were observed in the extension legs during aspiration. Therefore, the investigation is confirmed for the reported air bubbles in the device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 06/2025), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post a dialysis catheter placement in the right side of chest, the device allegedly aspirated air bubbles from both the central venous catheters, inside the patient. Reportedly, both the lumens were clamped, and the catheter was removed and replaced. There was no reported patient injury.